Event description:
The consumer reported that the patient had a loss of therapy on (B)(6) 2016. The patient was vomiting and their stomach was not emptying. The patient was at the hospital and they did an endoscopy that showed the stomach was full. The patient's health care provider (hcp) didn't have privilege at the hospital and the patient wanted to know how to get in touch with a manufacturer representative to adjust the stimulator. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.